Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file broke during use. The broken part could not be retrieved from the root canal and was incorporated into the filling. No injury.

Manufacturer narrative:
Investigation results: according to internal discussion the investigation of the one defect (broken) file is not effective. No unused product of the claimed lot have been returned for investigation. DHR check revealed no issues. No further complaints were received for this lot. The complaint is registered and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.